Event description:
It was reported that a smiths medical pump displayed an error code 80. Medication: remodulin. Patient identifier number (B)(6). Indication: pulmonary arterial hypertension. No adverse patient effects were reported.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4) product sample was received for evaluation. Visual and functional testing were performed. Tamper seals were intact, but syringe port of rear housing is cracked. During power up the device was found to have a system fault error code 80 on the screen display. The error code 80 indicates that the printed wiring assembly (pwa) board is faulty and could cause problems with the power cycle. The root cause of the reported issue was not able to be determined. Actions were taken to mitigate the reported issue: replace printed wiring assembly (pwa) board. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.